Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm® ultra xc in the lips, "when they switched to the second needle, they twisted it on really good and had a crack at the luer lock and they went to inject and the needle disengaged and filler went all over the patient and the needle stuck in the patient." No injury to the patient or injector.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: one empty syringe of 1.0 ml. The plunger rod is disconnected.

Event description:
Healthcare professional reported during injection with 1 syringe of juvéderm® ultra xc in the lips, "when they switched to the second needle, they twisted it on really good and had a crack at the luer lock and they went to inject and the needle disengaged and filler went all over the patient and the needle stuck in the patient." No injury to the patient or injector.